Event description:
The MFR received info alleging the ventilator¿s remote alarm connector was broken. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR¿s service center, the customer complaint was confirmed, and errors related to the device¿s internal battery were observed in the device error log. The device¿s interface board and internal battery were identified as defective.